Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. Testing was performed using both the customer's external paddles and test paddles. Additionally, the customer's onestep multifunction cable and the external paddles were thoroughly inspected with no findings. Device data logs showed the defibrillator repeatedly charged and reached the "ready" state while external paddles were in use; however, due to railing ECG artifact and limitations of the full disclosure report, it could not be determined whether the shock button was pressed or what energy was selected. The activity log shows several instances of a "poor pad contact" message which is recorded when an electrical open is detected, meaning the external paddles were not making good contact with the patient. The operators guide states that defibrillation without proper application of electrodes or paddle electrolyte gel might be ineffective. An adequate amount of electrolyte gel must be applied to the paddles, and a force of 10 to 12 kilograms (22 to 26.4 pounds) must be applied to each paddle in order to minimize this impedance. After the event the device was power-cycled and subsequently completed multiple successful 30-joule defibrillation tests using the external paddles, demonstrating normal shock delivery. The findings are consistent with improper paddle application or inadequate electrolyte gel/contact. No device failure affecting defibrillation performance was identified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 60-year-old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical germany for evaluation. The device was reported as an inability to discharge multiple times at 200 joules when using paddles. Log data identified persistent ECG artifact, which was likely a contributing factor for the device being unable to deliver energy. The log is unable to capture button presses to determine if both paddle buttons were actuated simultaneously to achieve discharge. Based on this limited investigation, coupling appears to have been a factor. No device malfunctions or errors were identified that would have prevented therapy delivery. The device met specifications during testing and no fault was found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.